Event description:
Account stated head of bed wouldn't go up.

Manufacturer narrative:
Technician found head up valve not raising head. Tech replaced head up valve. Operation check passed. Bed found in bed shop. No one affected.